Event description:
Spoke with the sales rep who was present during the case. They said that the surgeon was going to use the frameless brain biopsy but ended up doing the biopsy freehand. The neuro navigation system was used to localize the tumor. Patient registration and pointer tracking went well but the navigation rep noticed some distortion in the image scan. The navigation rep notified the doctor of this. Dr. Was aware of distortion and dr. Mentioned that he was very close to the motor strip. Patient woke up the next day paralyzed on the left side as a result of the procedure. All biopsy samples resulted in normal tissue not tumor.